Event description:
On (B)(6), 2011, the pt underwent repair of an abdominal aortic aneurysm. After the trunk-ipsilateral leg component was implanted, the physician felt that the left renal may be partially covered; however, he was unable to confirm this. A boston scientific stent was implanted into the renal. Blood flow was fine. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.